Event description:
It was reported that the compressor shut down. There was not patient involvement. (B)(4).

Manufacturer narrative:
The issue is not duplicated by our field service engineer. No device logs from connected ventilator were received. Therefore the root cause could not be identified. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).